Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that in the picu, a pcu alarmed for an unspecified ¿malfunction¿ while the clinician was at the bedside, and the device powered off while infusing vasopressin at 20.67 ml/hr. The patient required unspecified increased support. There was no report of long-term harm.

Event description:
The customer reported that in the picu, a pcu alarmed for an unspecified ¿malfunction¿ while the clinician was at the bedside, and the device powered off while infusing vasopressin at 20.67 ml/hr. The patient required unspecified increased support. There was no report of long-term harm.

Manufacturer narrative:
The customer¿s report of a malfunction was confirmed as a system error. Analysis of the pcu event log shows there were 3 syringe modules and 1 pump module attached to the pcu at the time of the reported event. The suspect syringe module was idle. The other 3 devices were infusing unidentified medications. At 4:50 pm on (B)(6) 2018, the suspect device received a remote IV request. At the same time the remote order was received, the user was loading a syringe. The 2 events occurring simultaneously caused a software exception and a system error occurred. This is captured in the pcu error log as an 800.8000.0 error ¿ pcu15 general os failure. The root cause of the system error was identified as a software issue.